Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not turn on after the customer went swimming with the pump. Customer experienced elevated blood glucose (bg) level over 600 mg/dl. Manual injections were administered to correct.